Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/11/2014 with the following findings: the complaint could not be duplicated or confirmed. A review of the pump¿s black box data revealed no alarms relating to a battery life issue, and the battery voltages were within specifications. The electric current draws were within specifications. The pump was opened and no evidence of moisture or loose components were observed inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.